Event description:
It was reported that the pump had failed dso cal, the event occurred during testing.

Manufacturer narrative:
One device was returned for investigation. It was reported that failed dso cal¿ confirmed through dso failing calibration on pressure meter ps019. Replaced, dso sensor. Based on the investigation findings. It was reported that failed dso cal¿ confirmed through dso failing calibration on pressure meter ps019. Replaced, dso sensor. Upon further investigation, found usb and remote dose jack corroded, tear on dso seal and lcd lens contaminated. Identified probable cause was defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.